Manufacturer narrative:
Although the issue occurred before and after the patient was in the operating room patient information is provided. No impact to the patient occurred. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
There was no patient involved with this concern as the issue was reported before/after patient was present. A medtronic representative following up with the site reported that the system did not become unresponsive during the surgical case. The system became unresponsive during setup before patient was in room and then the next time rt was aware was after patient had left room and he tried to shut the system down. He received no complaints regarding the navigation system during the case. The investigation has not been completed. A reboot of the system resolved the issue. There have been no further issues reported.

Event description:
A site rt representative reported that the navigation system became unresponsive during start-up. The rep stated that when he came in the room the navigation interface unit (niu) on the boom was already on. It was unknown how long the niu had been on. The rep stated that when rack was booted the system became unresponsive and needed a hard shut down to restart. The rep reported no issues during the surgical case, but stated that the system became unresponsive again after the case and needed a second hard shut down. The reboot resolved the issue. There was no impact to the outcome of the patient as the events occurred outside of surgery.

Manufacturer narrative:
Software logs were returned and analyzed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.